Manufacturer narrative:
Concomitant medical products: 1458ql-86 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week following implant, high left ventricular tip to right ventricular coil and rv tip to rv coil impedance of the competitor right ventricular (rv) lead was observed and a possible connection issue between the lead and cardiac resynchronization therapy defibrillator (crt-d) was noted. The pocket was re-opened and it seemed the coil was connected correctly and since there was only a few high impedance measurements that had been seen, it was not clear to determine if it was a connection issue or a problem with the competitor lead, therefore, the competitor lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.